Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies. Customer's blood glucose (bg) was 396 mg/dl and ketones were present. Customer went to the emergency room (ER). Healthcare provider identified ketones as being dangerous. Fluids and insulin were administered; bg lowered to 117 mg/dl. After 7 hours, customer left the ER feeling better and bg level was more manageable.